Event description:
A report was received that a dual implanted patient's ipgs were explanted, due to charging difficulties and inability to feel stimulation. The physician implanted two new ipgs, and the patient is reportedly doing well following the procedure.